Event description:
An unspecified issue was reported with the adc device in use with iphone 11 with ios operating system 16.6 version 2.10.17653. Customer reported a "feature is unavailable" message and ¿didn¿t get an alarm¿. As a result, the customer was unable to monitor glucose with sensor readings and a reading of ¿2.4¿ was obtained on an unspecified device and customer was administered glucose shots provided by a third party for treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with iphone 11 with ios operating system 16.6 version 2.10.17653. Customer reported a "feature is unavailable" message and ¿didn¿t get an alarm¿. As a result, the customer was unable to monitor glucose with sensor readings and a reading of ¿2.4¿ was obtained on an unspecified device and customer was administered glucose shots provided by a third party for treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported an error message with the apps while using freestyle librelink application. The message can indicate that the user account was signed out of the app or was using the same account with multiple devices. Attempted to replicate the user¿s complaint using similar configuration (iphone 12, ios 16.4.1, 2.10.1.7653) and successfully get the glucose readings and alarm notifications. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.